Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother reported via phone call that the customer had a button error alarm on the insulin pump. The mother also reported the display went black on the insulin pump. The mother also reported moisture exposure to the insulin pump due to extreme heat. Customer's blood glucose was unknown. The customer was advised to revert to a back-up plan. The customer declined to return the insulin pump for analysis.